Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a dexcom app crash. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be potential patient misuse as the app was manually closed.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2025-141079 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.